Event description:
It was reported that the customer experienced a high blood glucose (bg) level of over 500 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Emt assistance was required to provide insulin, and although ketones were present, they were not deemed dangerous or life-threatening. Customer updated their pump settings to address the event.